Event description:
Healthcare professional reported right side rupture and exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and textured/anxiety.

Event description:
Healthcare professional, later reported, "a small amount of periimplant fluid is seen in both breasts. Left greater than right". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety/product/procedure: unable to confirm, as it is a medical event. Not related to the device. Seroma-late: unable to confirm, as it is a medical event. Not related to the device. Additional observations: rupture: not observed, deformation observed, wear abrasion observed, crease fold observed. White calcification on the surface of the shell. No further actions are required, as the device was implanted.

Event description:
Healthcare professional later reported "a small amount of periimplant fluid is seen in both breasts, left greater than right." Device has been explanted and replaced.